Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 18. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.